Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter is tilted and touches the ivc wall, multiple struts perforate the ivc wall and stenosis is identified. The indication for the filter implant, procedural details and medical history has not been provided. The patient reported becoming aware of the events approximately twelve years and eight months post implant. The patient also reported chest pain, recurrent blood clots and anxiety related to the filter. According to the medical records, seven months post implant the patient presented to the emergency room with right leg pain and some chest discomfort. The medical history at the time noted deep vein thrombosis (dvt) following hip surgery, a total of 3 episodes, and ¿greenfield filter¿ placement. The workup was negative for an acute event and was determined to be musculoskeletal in nature. Approximately ten years and five moths post implant, a CT scan was performed for abdominal pain. The scan reported an inferior vena cava (ivc) filter, incidental findings included cystitis, fat containing inguinal hernias and hepatic steatosis. Approximately twelve years and eight months post implant an abdominal CT scan was performed for ivc filter and patient history provided ivc thrombosis. Results of the scan noted an ivc filter. The inferior extent is at the confluence of the right common iliac vein and left common iliac vein; however, still within the most distal part of the ivc. The distal ivc just proximal to the confluence of the common iliac veins appears narrowed although this is a limited evaluation. The ¿stent¿ is tilted anteriorly; the apex is touching the anterior ivc wall. The struts do not appear to perforate the ivc with no definable fat plane. The most superior extent of the ivc filter is approximately 3.6 centimeters distal to the most inferior renal vein, (the right renal vein). Thrombus within the ivc or proximal aspect of the common iliac veins could not be determined. Superficial collaterals in the abdominal wall were however noted. Another radiology report created approximately six months after the last scan noted cordis ivc filter with multiple struts with mesenteric perforation, tilting with the proximal apex against the ivc wall, and stenosis, no fracture or migration. The report also noted that the exact model of the filter could not be determined. The product remains implanted and thus not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Collateral circulation is the development of additional smaller blood vessels as a result of an impaired larger vein or artery. Stenosis (an abnormal narrowing of a vessel), blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Chest pain as well does not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported perforation, tilt and stenosis could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical records, seven months after the filter was implanted, the patient presented to the emergency room with right leg pain and some chest discomfort. The medical history at the time noted deep vein thrombosis (dvt), hip replacement and ¿greenfield filter¿ placement. A computerized tomography (CT) scan of the chest was negative with a calcified cystic lesion in the spleen compared to previous scan. EKG was normal. Doppler of bilateral lower extremities and chest x-ray were negative. About ten years and five moths post implant, a CT scan was indicated for abdominal pain. The scan reported an inferior vena cava (ivc) filter, incidental findings included cystitis, fat containing inguinal hernias and hepatic steatosis. Approximately twelve years and eight months after the filter was implanted, the had an abdominal CT scan indicated for ivc filter and patient history provided ivc thrombosis. Noted an ivc filter. The inferior extent is at the confluence of the right common iliac vein and left common iliac vein; however, still within the most distal part of the ivc. The distal ivc just proximal to the confluence of the common iliac veins appears narrowed although this is a limited evaluation. The ¿stent¿ is tilted anteriorly; the apex is touching the anterior ivc wall. The struts do not appear to perforate the ivc with not definable fat plane. The most superior extent of the ivc filter is approximately 3.6 centimeters distal to the most inferior renal vein, (the right renal vein). Whether there is thrombus or not within the ivc or proximal aspect of the common iliac veins could not be determined. Superficial collaterals in the abdominal wall were however noted. Another radiology report was provided. The report noted the cordis ivc filter with multiple struts with mesenteric perforation, tilting with the proximal apex against the ivc wall, stenosis, no fracture or migration. The report also noted that the exact model of the filter could not be determined. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, filter tilting and stenosis becoming aware of these events approximately twelve years and eight months after the filter implantation. The patient also reports suffering from chest pain, recurrent blood clots and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter is tilted and touches the ivc wall, multiple struts perforate the ivc wall and stenosis is identified. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported perforation, tilt and stenosis could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the filter is tilted and touches the ivc wall, multiple struts perforate the ivc wall and stenosis is identified. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.